Event description:
It was reported that during a routine follow up, inadequate mode switches were noted in the atrial channel. The noise was reproduced with pocket manipulation. The lead was revised on (B)(6) 2014 and no complications were reported.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.